Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer curved was stickier than normal. The customer stated that when the instrument was used to seal, the tissue was stuck more. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the jaws were not stuck on tissue when the issue occurred. There were no unexpected tissue removal and no bleeding observed. The vessel sealer was in use whole case, and the issue did not prevent anything.